Event description:
It was reported ¿when the paired electrodes were used for the procedure to treat facial spasm, nerve response could not be obtained as expected. It was reported that no special measures were taken for the event, and the procedure was completed without delay or adverse effect.¿ follow-up information obtained found it was suspected that the effect of the muscle relaxant may have contributed to the event. The 2-channel electrodes were placed on the orbicularis oculi muscle and orbicularis oris muscle. Further details were unobtainable.

Manufacturer narrative:
The device was evaluated by the quality engineering team. As received condition: received 1 sample(s), part number 8227410. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter. Observations: when compared to the assembly drawing for paired subdermal electrode drawing 90a1320 revision e: end to end resistance for each side of the paired electrodes shall be <(> <<)>2.0ohms and infinite ohms between needle tips [no short circuit]. All electrodes passed electrical testing. The information indicates an in specification condition for the returned electrodes. There was no damage to the wires or connectors which would have resulted in the reported malfunction. These electrodes are a supplied material assembly and no fault was found as it relates to the complaint therefore manufacturing and supplier have been ruled out as a potential causes. (B)(4).

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. Unknown nim system (B)(4). Result ¿results pending completion of evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.